Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening striated on anterior side assessed, as surgical damage. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, unknown side tissue expander. "Did not expand when saline was injected". The device has been explanted.

Event description:
Healthcare professional reported unknown side tissue expander "did not expand when saline was injected". The device has been explanted.

Event description:
Company representative reported a healthcare professional reporting a tissue expander that did not inflate. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.